Event description:
The valve was explanted due to endocarditis. A tee showed vegetation on the valve. Intraoperatively, fibrinous debris was noted on the top of the valve but most of the vegetation was below the valve. The valve was sent to pathology for testing. The valve was replaced with a 21aj-501.